Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, the patient's rv lead exhibited high pacing thresholds and low sensing. Impedance values were normal. The physician was unable to confirm lead dislodgment via fluoroscopy. Subsequently, surgical intervention was undertaken during which the rv lead was extracted and replaced. No patient symptoms were reported.